Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated 1 false low sodium (na) and 2 false high carbon dioxide (co2) results for 2 patients. These results were reported out of the lab. Reports were amended with results from repeat testing on an alternate instrument. Treatment was not initiated or withheld based upon false results provided.

Manufacturer narrative:
Sample collection information was not provided. Qc information was requested but not provided. Per the customer, qc prior to the event was within lab-established ranges but qc after the event was out of range. Bci field service engineer (fse) evaluated the instrument and found a bubble on the face of the na reference electrode and removed the bubble. Fse also replaced the na measuring electrode and verified performance.